Event description:
The subject device was used for a total a hysterectomy. The fragment of the ptfe pad of the device fell off inside the pt. The fragment was retrieved from pt body. The procedure was completed with another thunderbeat device. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. The mfg record was reviewed with no irregularities. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.